Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and a motor error. The customer¿s blood glucose level went up to 600 mg/dl and treated with insulin pump. The customer also reported that the insulin pump alarmed motor error during bolus delivery followed by a compromised force sensor system alarm after rewind. The customer stated that the drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being re placed and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test and compromised forced sensor system alarm during the prime test due to loose or protruded drive support disk. Insulin pump passed the displacement test. Unable to perform the occlusion test and no delivery test due to motor error alarm.